Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that during a cataract extraction with intraocular lens implanted procedure the system turned off on its own. The system was re-booted and surgery was completed using the same system with no harm to the pt.